Event description:
It was reported during a percutaneous transluminal coronary angioplasty/stent procedure resistance was met while attempting to advance the stent delivery system to the lesion. Upon pulling the delivery system out, the stent became separated. Several attempts to retrieve the stent were unsuccessful and the pt was sent to surgery for bypass.